Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was advised by her endocrinologist to up the temp basal by 20 percent. Customer's mother was not sure if she did it correctly. Customer's mother took her daughter to the emergency room due to an infection on her finger and high blood glucose levels. Customer was never admitted to the hospital. Customer's most recent blood glucose level was 352 mg/dl. Customer's blood glucose level was 301 mg/dl at the time of the emergency room visit. Customer went to the emergency room on (B)(6) 2014. Customer was treated with an antibiotic and daily blood glucose readings were sent to the endocrinologist. Customer was wearing the pump at the time of the emergency room visit. Customer was educated on how to set up a basal pattern and to raise it by 20 percent. Customer's mother realized that she had not programmed the pattern correctly and her daughter was only getting 20 percent of her basal rate instead of raising it. No further assistance needed.